Manufacturer narrative:
(B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter (bec) field service engineer (fse) was dispatched and evaluated instrument. If beckman receives any information that is relevant to the submission, a supplemental MDR will be submitted. The investigation was not able to confirm a device issue that could be associated with the reported event.

Event description:
The following erroneous results were reported: ionic selective electrolytes (ise)

Manufacturer narrative:
Operator of device, health professional.